Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in common device name and date manufactured by MFR. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. The catheter shaft was noted to have kinks and bunching approximately 17.6cm and 20.6cm from below the distal tip. The distal tip appeared to be separated from the outer catheter but still attached to the inner core wire. Due to the nature of the sample, no functional test was performed. Based on the findings, the investigation is confirmed for the reported material deformation and identified material separation issues. However, the investigation is inconclusive for the reported failure to advance and flushing problem issues. A definitive root cause for the reported material deformation, failure to advance, flushing problem and identified material separation issues could not be determined based upon the provided information. Labeling review: product labelling was reviewed. Warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. A review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2023)

Event description:
It was reported that during preparation for a recanalization procedure, the tip of the catheter was allegedly found kinked and seemed abnormal during flushing. It was further reported that the device was allegedly stuck and unable to reach the lesion when it was used on the patient. The procedure was completed by using another device. There was no reported patient injury.